Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases an overview of the two way all silicone catheter. The second photo zooms into the deflated balloon and tip. The last photo shows the catheter cap. Also received 1 all silicone foley catheter with sample port connector. Using the in house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in 59 seconds with no cuffing or leaks noted. The device is considered within specification. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the foley catheter, when the user tried to place the foley balloon in the operating room, the sterile water leaked, and upon checking, the balloon was confirmed could not be inflated. So, the placement was stopped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the foley catheter, when the user tried to place the foley balloon in the operating room, the sterile water leaked, and upon checking, the balloon was confirmed could not be inflated. So, the placement was stopped.